Manufacturer narrative:
Added additional component code to h6.

Manufacturer narrative:
The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting from the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. Inspection of the download data and patient history buffer (phb) data showed that the automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 27 mmol/l (486 mg/dl) while wearing the pod on their leg for between 37 and 48 hours. The patient¿s legal guardian reported high bg levels, and they administered a bolus of 2 units of insulin, and the levels were unchanged. The pod was removed and the cannula was inserted properly and looked normal. There was no leakage observed and the pod was securely adhered to the skin. As treatment a new pod was applied. The device evaluation found a tear on the cannula.